Event description:
It was reported that, on (B)(6) 2024, the patient came in for a hemiarthroplasty where a tandem intl bipolar 46od 28id was implanted without complications. On (B)(6) 2025 the patient reported to ed and it was found that the implanted bipolar had disassociated. The patient's implant disassociated impacting their mobility and increasing their pain. The patient was brought in for a revision surgery on (B)(6) 2025. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation. The provided x-ray was reviewed and is consistent with reported disassociation, as the inner head is not centered within the outer head. The patient¿s increase in pain and impacted mobility is consistent with the reported disassociated bipolar head. A review of the production records concluded that a larger retaining ring was used during the assembly process. The root cause of this event was determined to be an error during assembly of the retaining ring in the tandem bipolar device during manufacturing. A field correction / removal has been issued for impacted devices. The underlaying hemiarthroplasty surgery was performed before awareness of the issue and the performed escalation actions. Should additional information be received, this complaint will be reopened. We consider this investigation closed.